Event description:
It was reported that an impactor pad fractured while impacting the femoral component. There is no additional information available.

Manufacturer narrative:
(B)(4). H3- the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.